Event description:
The customer reported erroneously elevated troponin I (access accutni) results, within the risk stratification range and above the acute myocardial infarction (ami) limit, for 13 patients, involving the unicel dxc 600i synchron access clinical system. Subsequent analyses of the patients¿ samples, on an alternate unicel dxc 600i system, produced lower results primarily within the normal reference range. The erroneous results were released out of the laboratory. The customer stated eight (8) patients had a change to patient treatment: five (5) patients were admitted to the hospital, one (1) patient was transferred to a cardiac critical care unit, one (1) patient was administered a bolus of heparin, and one (1) patient had an electrocardiogram (ECG) performed. It is unknown if any additional treatment was given to the patients. There has been no report of current patient outcome. All system parameters (including quality control, calibrations, and system checks) were performing within the assay and instrument specifications. A beckman coulter field service engineer (fse) was dispatched to assess the instrument. This is report nine of nine referencing one of the patients that had an electrocardiogram (ECG) performed.

Manufacturer narrative:
The field service engineer (fse) performed substrate contamination verification and noted contamination was present. The fse performed substrate decontamination, replaced the sample pipettor, and performed alignments. The fse verified the volume dispensed from the analyzer and it was acceptable. The fse verified the aspiration rate and it was acceptable. High sensitivity system check passed within specifications. System check failed the substrate mean as the value was elevated. The fse adjusted the luminometer to the substrate dispensed from the instrument, recalibrated troponin, prostate-specific antigen (psa) and b-type natriuretic peptide (bnp) assays and performed quality control (qc); all results were acceptable. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Calibration, performed on (B)(4) 2013, revealed all level of calibrators passed with the acceptable percent coefficient of variation (%cv). Routine system check, performed on (B)(4) 2013, passed within instrument specifications. All related medwatch reports associated with this event: 2122870-2013-00671, 2122870-2013-00672, 2122870-2013-00673, 2122870-2013-00674, 2122870-2013-00675, 2122870-2013-00676, 2122870-2013-00677, 2122870-2013-00678, 2122870-2013-00679.